Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00438. A physician reported a certas valve (ID 8228814) was implanted due to snph (secondary normal pressure hydrocephalus) via vp shunt on (B)(6) 2022 with setting 5. It was used with hakim periton cath (ID 823045). On (B)(6) 2022, patient hydrocephalus worsened. The set pressure of the valve could not be changed. A cerebrospinal fluid test showed a high protein concentration of 173 mg/dl. The physician tried to pass water through the peritoneal catheter during the surgery and the flow was poor. Therefore, the valve and the peritoneal catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; needle hole in the needle chamber was noted, and 2 very small pieces of catheters returned measuring 7mm and 10mm long attached to the valve. The valve was hydrated. The small pieces of catheter were irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted with the valve or small pieces of catheters.